Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken, the light transmission is lost or too low, the heater flex board of the insertion section is broken, and the heating function is not given properly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the heater flex board of the insertion section is broken and therefore the heating function is not given properly, and the heater flex board of the insertion section is broken and therefore the heating function is not given properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during installation the rigid video scope had function error 104 and error 114 clean electrical contacts on video connector then reconnect. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.